Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported within a month and a half post implant that the implantable cardiac monitor (icm) was intermittent undersensing. It was noted that the r-waves were displaying between 0.3 millivolts and 0.9 millivolts. Since the icm was already set to the most sensitive setting, the clinician was going to have the patient do patient activated episodes in the future. The icm remains in use. No patient complications have been reported as a result of this event.